Manufacturer narrative:
(B)(4). Foreign source: netherlands. Concomitant medical products: item name: cer option type 1 tpr sleve -6; item#:650-1064; lot#3100139, item name: g7 vit e neutral lnr 36mm f; item#:30103606; lot#65256767; item name: g7 pps solid acet shell 66i; item#:010000650; lot#7194784; item name: tprlc 133 t1 pps ho 16x152mm; item#:51-104160;lot# 7142517. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00392.

Event description:
It was reported that a patient was diagnosed with post-operative left popliteal, deep vein thrombosis despite fragmin prescription. Symptoms of calf tension and minimal redness began three days after left total hip arthroplasty. The thrombosis was resolved without complications; all implants remained in place. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated, a post-operative complication developed, and additional medication was required to treat the complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.